Event description:
Boston scientific crm received information that one day post implant, a chest x-ray revealed that there was little to no slack on this right ventricular (rv) lead. A revision procedure was successfully performed that adjusted the slack on this lead. Measurements were stable, and no adverse effects were reported. The lead remains in service.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the MFR of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.